Event description:
The customer reported they could not get an image. The fe confirmed the system would only intermittently get an image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was evaluated and reset. The system was tested and found to be working as intended and returned to service.